Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure the patient experienced a corneal wound burn. The handpiece passed the prime/tuning process. The patient required a return to the operating room for further suturing of the wound. Additional information has been requested.

Manufacturer narrative:
The company representative examined the phaco handpiece and a visual assessment of the phaco handpiece found slight dents on the irrigation line and a missing connector cap. There was no functional problem found with the phaco handpiece when tested, however, the extent of functional testing performed is inconclusive. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece directions for use (dfu) includes a warning: before each use, the handpiece and power cord should be inspected for damages (e.g. Nicks, crimps, dents, exposed wires). If the handpiece is damaged it should be immediately removed from service. Use of a damaged handpiece may result in serious permanent patient injury. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).